Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain \ pelvic pain\ pain and warmth in pelvis on both sides') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed) - robotic hysterectomy)). Essure was removed in 2009. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and allergy to metals outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs received: lawyer was added. Injury nos was replaced by new specified events; vaginal bleeding, menorrhagia, dysmenorrhea, nickel allergy, pelvic pain, device monitoring procedure not performed. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.